Event description:
It was reported that faradrive steerable sheath was selected for faraview ablation. It has been mentioned that after crossing tsp the physician removed the dilator and during an attempt to aspirate approximately 8cc of air was on syringe. The sheath was prepped per instruction for use (IFU). The procedure was completed using different sheath. No patient complications occurred. The product is expected to return for analysis.